Event description:
It was reported by service report that foot end lift will not lower. It was further reported the foot cover was damaged with sharp edges exposed. No pt involvement or adverse consequences are reported.